Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they think the implantable neurostimulator (ins) battery is dead or malfunctioning. Caller states they attempted to connect to the ins and activate MRI mode but this was not successful. Caller noted they tried charging the external equipment for 4-5 hours. When hcp opened the therapy app they saw an "update progress" message but hcp did not proceed with troubleshooting as patient was not eligible for MRI anyways.